Event description:
Audio signal on bipolar cautery unit failed; user unaware when unit's foot pedal was depressed and cautery became operative. Pt sustained a 1 cm x 1/2 cm burn on right breast incision line.